Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: online customer review.

Event description:
Reported false positive sars result for 1 asymptomatic consumer. The consumer communicated the result was confirmed negative by another rapid antigen assay. The consumer communicated that they read the result after 15 minutes (past the result read window) and had incubated the swab for longer than a minute.